Event description:
It was reported that an ilet user experienced a scan error when attempting to scan a freestyle libre 3 plus sensor using the ilet mobile app, and the issue resolved after the user restarted the phone and successfully scanned the sensor. No adverse clinical symptoms reported. Outcomes included no impact on therapy or clinical status. User support included customer support troubleshooting and user education, which restored normal function. Investigation of this case revealed a transient scanning communication issue between the mobile app and the cgm that was corrected by a device restart, with no device component replacement and no recurrence reported. It was concluded, based on previously established findings for similar reports, that the cause was a software or connectivity anomaly not reproduced after reboot.